Event description:
It was reported that based on the patient¿s condition, they suspect issues with the bolus doses. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned in good condition. Visual and functional testing were performed. The testing could not duplicate the customer reported problem. The root cause of the issue was not determined as no problem was found. No further actions. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.